Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch: t00006376.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Patient experienced ineffective therapy. Additionally, patient in unable to set the ipg into MRI mode. Impedance check revealed high impedances on one of the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.